Event description:
No additional event information was received.

Manufacturer narrative:
The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) ca-04038 implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who performed the evaluation and repair. On 24 may 2019, it was reported that when skin was entered into the device and the handle was moved, the skin went in a reverse direction and was ruined. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the meshgraft found that there was a missing screw from the ratchet, but the service technician was unable to reproduce the reported issue. The device produced a passing test mesh. Repair of the mesher occurred the same day and involved replacing the missing screw on the ratchet. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported event during inspection of the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per zpc 11.407 complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that when skin was kept in for meshing and they tried to move the handle the skin went in reverse direction and was ruined. No known impact or consequences to the patient. No adverse events were reported as a result of this malfunction.